Manufacturer narrative:
The technician found the set screw head broken off at the hex rod. The technician replaced the hex rod and set screw to resolve the issue.

Event description:
The technician alleged the brake is not holding while in brake mode. No patient impact.